Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient in the past two weeks, had a stroke and was having seizures. He had been in the hospital six or seven times. It was noted that the patient had stopped taking narcotics and since then he was not having pain, and didn't know how to explain it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).